Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the patient's implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. There were no patient consequences. Programming changes were performed, and the patient would continue to be monitored.

Event description:
New information received notes, remote transmission received on 14 jun 2021 revealed multiple episodes of non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing. Programming changes were discussed no intervention was reported.